Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, closure separation was seen with one (1) tube while on the analyzer resulting in damage to the sample needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, closure separation was seen with one (1) tube while on the analyzer resulting in damage to the sample needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. One photo shows a stopper that has separated from its shield, and the second photo displays the damage caused by the stopper after unsuccessful removal. Additionally, 29 retained samples were tested, and none of these samples failed the functional tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.